Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer had memory issue. A field service engineer (fse) found multiple pockets in the drawer with read/write errors. Fse removed the pockets using the hardware test application and rebooted the station. Fse reinserted the pockets via the med application under storage space configuration and drawer settings issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had read, write or invalid cubie memory and several cubies were missing from the drawer. Required maintenance. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.